Manufacturer narrative:
The device was not returned for analysis. An event of transient ischemic attack was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported transient ischemic attack could not be conclusively determined. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 , a 35mm size navitor vision valve was chosen for implant using an unknown delivery system. The valve was successfully implanted at a depth of 3mm. Two weeks after, the patient experienced a transient ischemic attack (tia) and required an emergency (ER) visit. They assessed the valve by echocardiogram (echo), showed well seated and functioning navitor valve. The symptoms are mostly resolved and no interventions required. The patient was reported discharged.